Event description:
As the infection control coordinator for my facility, I was quite concerned about the space around the central part - which contains the split-septum- of the "microclave neutral displacement connector" by ICU medical. I did an experiment where I placed drops of green food coloring on top of the microclave, which rapidly went in the space around the center piece with the first connector I tried. I wiped off any visible food coloring, laid it on its side -since that is the position it would most likely be in when accessing it-, and wiped it for 15 seconds with alcohol pads. I then inserted a clean syringe. When I removed it, I touched what should be, the "sterile" inner tip of the syringe to a white piece of paper and got a perfect green ring. I repeated the experiment 2 more times with similar results. The green food coloring did not rapidly enter the surrounding space around the central piece in the subsequent attempts. Yet there was still green food coloring on what should be the "sterile" inner tip of the syringe. The area around, and including, the split-septum was also wet with green food coloring after removing the syringe, despite cleaning it prior to inserting the syringe. The implications are that fluid, old blood, debris, and biofilm can build up inside this connector, which can then be transferred into the IV or central-line. When I conducted the above experiments, I carefully inserted the syringe straight-on. An insertion at a slight angle, or fumbling to insert it would most likely aggravate these results and the potential transfer of pathogens into the patient's blood stream. ICU medical claims that there is a "dynamic seal between the tip of the syringe and the split septum", but this is obviously not the case, and anything trapped inside this device can be transferred to the patient. The microclave is based on ICU medical's clave, which I did not have access to. Since the clave is a larger device, I would also have concerns about that product as well.